Event description:
Displacement into maxillary sinus by patient. Implant needed to explanted. Another surgical intervention was necessary.

Manufacturer narrative:
Displacement into maxillary sinus by patient. Implant needed to explanted. Another surgical intervention was necessary. No product problem detected. Patient suffered from periimplantitis following bone loss maybe deficiencies in patient evaluation, preoperative diagnostics, and treatment planning. Dentist should have consulted instruction for use to prevent this from happen.